Manufacturer narrative:
Exact date unknown, event occurred in mid november.

Event description:
It was reported that the patients ipg was non functional and was unable to be brought out of hibernation. The patient underwent an ipg replacement procedure. The patient was stable postoperatively and was having good coverage. The explanted ipg will not be returned.